Manufacturer narrative:
Citation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." Http//dx.doi.or/10.1016/j/bjoms.2016.03.020. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The events occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of literature that embolizations resulted in the following complications. In the patients treated, bleed was a complication in two and infection in (B)(6) patients despite the post-operative use of antibiotics. However, the infections resolved with further antibiotics. There was also report of necrosis, and (B)(6) patients were affected. (B)(6) patient experienced loss of vision and the embolic agent was thought to be the cause. Allergic reactions to the solvent have also been reported. There were a total of (B)(6) patients treated for arteriovenous malformations of the head and neck and a total (B)(6) embolisations. There were (B)(6) men and (B)(6) women, mean age at the time of referral was 34 years (range 15-61).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.